Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. It was noted that upon interrogation intermittent atrial lead noise was present. No programming changes were made. The lead was to be monitored. The patient was stable. No further information was available.